Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed did a calibration check in arctic sun device and received the x(failed) next to the bypass flow check on the summary screen, mss told this was a known issue and emailed the tech bulletin.

Event description:
It was reported that biomed did a calibration check in arctic sun device and received the x(failed) next to the bypass flow check on the summary screen, mss told this was a known issue and emailed the tech bulletin. Per follow up call on 07apr2023. Confirmed they received bypass flow technical bulletin. Following instructions on the bulletin, device confirmed to be working. Device back on floor.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. Mss told biomed that this was a known issue and emailed the tech bulletin. Per follow up call, confirmed they received bypass flow technical bulletin. Following instructions on the bulletin, device confirmed to be working. Device back on floor. It is known that the device met specifications and that the device was not influenced by the reported failure. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.